Event description:
Provider states the end user alleges the upper seat is loose to the left. Additional reportable malfunction for this device; (B)(4) - joystick is not accurate; (B)(4) - left arm support not secure.